Event description:
The customer reported an oil mist coming from their unit. There were no reports of physical symptoms related to the reported oil mist. The asp field service engineer repaired the unit.